Manufacturer narrative:
(B)(4). Date sent: 6/15/2026. B3: only event year known: 2026. D4: batch #unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was there a change in the procedure? If yes, please explain. 2. Was there a patient consequence? If yes, how was the issue addressed? 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device psee60a lot number a99z87 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pliers stuck during the 2th cut and it was impossible to open it. Using another trocar and another clamp to unlock the first one. The operating time was lengthened. There was no patient consequence reported. No additional information provided.